Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026, according to the reporter, on (B)(6) 2026, at around 03:00am, the patient was found unconscious by their mother. The continuous glucose monitor (cgm) device would have displayed signal loss during that time, but no fingerstick was taken. The patient¿s mother called for an ambulance and the patient was brought to the hospital. No medication or treatment was reported, but it was stated that the patient was prescribed glucagon in case of emergency. It was understood that the patient had experienced a hypoglycemic event. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was stable. No other details were documented. A review of performance data shows that the patient began a new sensor session on (B)(6) 2026 and had been in signal loss ever since the warm-up period finished at 6:42 pm that day. The app did deliver signal loss alerts, but it did not continue alerting (as intended) after the alert was acknowledged on the morning of (B)(6) 2026. The availability of backfilled data around the alleged time of the hypoglycemic event shows that the patient¿s estimated glucose values dropped below the urgent low alert threshold of 3.1 mmol/l at 1:22 am on (B)(6) 2026. The patient¿s egvs remained below the urgent low threshold for the next hour or so, after which the sensor exhibited brief sensor issue and ultimately failed at 4:12 am. The reported complaint of signal loss was confirmed. The root cause of the reported event could not be determined. Although the root cause could not be determined, the signal loss was not caused by any of the following issues: a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. No additional patient or event information is available.